Manufacturer narrative:
(B)(4).

Event description:
It was reported that an update dated (B)(4) 2013 during a monitoring quarterly trending meeting it was noted that during a refill visit in (B)(4) 2013 it was "difficult to refill" and was thought that the pump was inverted. No additional information was known at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the previous coordinator who had been completing the refill had noted that the septum was difficult to access and noted that the device may either be "inverted or askew." It was noted that it was just not sitting as it "typically should." It was noted that they were eventually able to complete the refill successfully after repositioning the needle several times. It was reported that they did not complete any x-rays, due to it being successful. It was noted that on subsequent visits, they did not experience anymore difficulties with the device or its positioning.